Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. This evaluation included functional testing of the device and a visual inspection. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error due to clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event during drain 6 of 6 of peritoneal dialysis therapy. The drain volume equaled 3059ml and the fill volume equaled 1900ml. The technical service representative assisted the patient with ending the therapy. The patient would be able to perform the manual therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.